Event description:
During a coronary artery drug eluting stenting treatment procedure, shaft damage occurred. While trying to push the taxus express2 3.5 x 20 mm stent through the guidewire the guidewire went through the side of the delivery device shaft. The physician removed the catheter without any complications. Pt status is reported to be "satisfactory/good."